Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that keyboard was not functioning. A technical support specialist confirmed that the customer restarted the station, and the issue was resolved. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not functioning. User restarted the device several times but still failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.